Manufacturer narrative:
(B)(4).

Event description:
Impedances were greater than 4,000 ohms on pairs 0, 1, and 0, 2. The device was programmed to 3+, 2-, 1-, 0- and that was controlling the patient's symptoms. Further follow-up was not possible.